Event description:
It was reported that during a lap cholecystectomy, the device did not fire the clips properly. The procedure was completed with another device. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.